Event description:
Pt underwent the index procedure due to a positive stress test. One endeavor rx drug-eluting stent was deployed in the mid rca. Post-stent deployment residual stenosis was 0%. The pt received a peri-procedural loading dose of clopidogrel, 600mg and began 325mg aspirin dosing. The pt was discharged the day following the index procedure. Approx 4 months after the index procedure, was hospitalized for gi bleed. It was indicated that the pt was found by his spouse having vomited blood (coffee ground) and having a reduced level of consciousness and altered mental status. It was also noted that the pt has "chronic back" and takes narcotics. The pt was discharged from hospital 6 days after the event. Event outcome is unk. In the investigators opinion the event was considered moderate in severity, unlikely related to the study medication, not related to the study device and not related to the study procedure.

Manufacturer narrative:
(B)(4). Results: (gi bleed).